Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 17.0 cm and 139.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. Forceful advancement against this resistance may result in the pusher assembly kink which was observed near the pusher assembly mid-joint. During functional testing, the smart coil was unable to advance from its returned position due to the pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock. After properly re-sheathing the device into its introducer sheath, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without an issue. Further evaluation of the device revealed an additional pusher assembly kink. This kink was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician placed one smart coil and thirteen non-penumbra coils into the target vessel using the microcatheter. Then, while attempting to advance the next smart coil within its introducer sheath, the physician experienced resistance; therefore, the smart coil was removed. The procedure was completed using two smart coils, twelve non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.